Event description:
It was reported that during the patient¿s first supply change, an inset 23 infusion set cannula dislodged while the patient cocked the spring, requiring use of a new infusion set; blood glucose was unaffected and education and troubleshooting were provided. Symptoms included no adverse clinical effects. Outcomes included no functional impairment and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed an infusion set deployment issue consistent with user handling of the infusion set and connector, with no device alarms or systemic device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.